Event description:
Customer called on (B)(6) 2011 reporting of false cl results for multiple patients that were generated on a unicel dxc 600 synchron system. Customer stated that they had replaced the chloride tip the day before because the span was less than 2000. Customer also stated that the qc run prior to the event was within established ranges and they have been running twice weekly maintenance using bci supplied bleach, baxter 0.9% nacl with no additives and fresh clenz every tuesday and friday. The erroneous results generated were caught by the anion gap rule in datalink2000 and results were not reported out of the lab. Customer proceeded to rerun the samples on another dxc and results amended. Customer had provided 17 patient results for comparison and upon review, 6 patient samples were found to have exceeded the cl assay precision claims.

Manufacturer narrative:
Field service engineer (fse) cleaned the flowcell, replaced the co2 membrane and carbon bridge. Performance was then verified per established procedures. (B)(4).